Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had been rebooting which indicated an intermittent power issue, and that there was a crack in the battery compartment. The reporter denied damage to the battery cap and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Pump return for evaluation was refused by the reporter. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.